Manufacturer narrative:
Correction: the medical device that malfunctioned was the cfs02, 5x100 kii sleeve advfix 12/bx trocar. The event unit (model cfs02) was not returned to applied medical for evaluation. Although the complete unit was not returned, the shield, an internal plastic component of the seal, was returned along with one non-sterile sample unit of a different model (cff03). Engineering was able to confirm the complainant's experience of a dislodged shield from the event unit. All of the internal seal components belonging to the sample unit were undamaged and the device met current specifications. It is likely that the shield was not seated properly within the septum due to flash that was observed on the shield. If an instrument were to catch on the shield, it would then dislodge from the seal. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The other potential model, cfs02, has lot # 1275020, UDI# (B)(4) with manufacturing date 21 july 2016 and expiration date 21 july 2019. Both models have the same FDA product code & 510(k) code. The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic subtotal pancreatectomy - "at about the middle of the case, the surgeon noticed a round, clear piece of the seal inside the patient. He removed with grasper through one of the larger ports and it appeared to be part of the trocar seal. The double duck bill seal was still intact inside the seal housing. The case was approximately 6-8 hours, and it was found and removed in the middle of the case. It was stated that 5mm graspers were inserted through the trocar and multiple other instruments that are not known. The product was put in a bio-hazard bag and is available to return. However, it is not known which trocar model is returning. It could either be cff03- lot#1278730 or cfs02-lot#1275020." Patient status - "no patient injury. The patient was fine."